Event description:
It was reported by the rep that the (1) tsb35 was used during a sigmoid resection procedure. It was reported that the device did not fire. The case was completed with another device. There was no pt consequence.